Event description:
A physician reported a pt experienced hypoglycaemia a few times in over a one-week period while using a novopen 3 insulin delivery device with penfill r chu (fast-acting human insulin [actrapid]) due to diabetes mellitus type I. The pt was taking a penfill r chu insulin with the novopen 3 sliding scale, and basal insulin (humalin r) with csii (continuous subcutaneous insulin infusion). Around event date pt began to suffer from hypoglycaemia occasionally. Six days later, pt injected 4iu of penfill r, then pt had dinner and after dinner, pt experienced hypoglycaemia (70mg/dl), so pt ate 2 units of food (approx 160 kcal). However, pt blood glucose level decreased to approx 20 mg/dl. Pt did not lose consciousness at the time of the event and has recovered completely. The pt brought the novopen 3 to the hosp, where the reporting doctor checked the device. He felt that the novopen 3 injected too much insulin, because when he performed an airshot, it seemed to discharge a larger amount of insulin than usual. However, when he performed a check of the device with the cap of novofine (function check), this did not reveal any abnormality. The physician does not state the penfill r as a suspected product. The pt changed needles each time of injection and performed air shots every time. Novopen 3 was discontinued due to the adverse event and the pt is now well controlled by csii; but reportedly has some event of hypoglycaemia in august (product unk). No change of insulin dosage, diet (1360 kcal/day), or exercise (walking).